Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged there was an undetermined issue with the transmitter. There was no allegation of an adverse event. This complaint is being reported as it is unknown if the issue may interfere with insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016-correction to initial reporter name: (B)(6).